Manufacturer narrative:
Additional information provided. This is the third complaint reported for this finished goods lot; however the first for this issue. Review of the device history report indicates the order was built to specification. Six unopened cassettes were visually inspected and no obvious defects were observed. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fittings at the aspiration tubing insertion end. Two samples were selected to test. The samples could be recognized and the service data could be retrieved from the console. The samples primed and tuned successfully and reached max. Vacuum. When the drain bags were lifted to allow liquid into upper portion of bags and check for leaks around the drain ports and upper seam. No leakage occurred. The drain bag tapes were adhered on the cassette properly. The irrigation and aspiration flow rates were within specification. No drop presented from the irrigation luers after 5 seconds. No damage was found on the fittings. No leakage was detected from the tubing insertion to the fittings and to the cassettes. The samples functioned per specification. The root cause of the customer's complaint could not be established; the returned samples met specifications. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as the samples met specifications. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that poor aspiration occurred during ultrasound. The surgery was completed after replacing the product. There was no harm to the patient. The product sample has been requested.